Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 520 mg/dl and 117 mg/dl. The customer reported that they had no delivery. The customer declined troubleshooting for high blood glucose and no delivery. The customer was advised to return the sensor. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly due to sensor was returned opened and used.